Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into two pieces. The first piece measured approximately 223.5 cm from the top of the connector to the break. The second piece measured approximately 93.1 cm which includes the entire distal tip. The condition of the returned device confirms the event. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error.¿the product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on november 22, 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the laser fiber broke when the scrub nurse went to straighten it prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
(B)(4). Mfg site name-coherent inc. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 22, 2017 that a flexiva 200 tractip laser fiber was used during a procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the laser fiber broke when the scrub nurse went to straighten it prior to use. The procedure was completed with another flexiva 200 tractip laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.